Event description:
The customer's father reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl at the time of incident. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer was assisted with troubleshooting for high blood glucose level. Customer also reported that they had insulin flow block alarm and insulin pump passed the self test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.